Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 9, a failure occurred upon insertion. Clinician reports the implant, a spinner, did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 9, a failure occurred upon insertion. Clinician reports the implant, a spinner, did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.